Event description:
A surgeon reported that following intraocular lens (iol) implant surgery in the left eye, the patient reported glare. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye had been previously filed under MFR report # 1119421-2012-01338.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Insufficient information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).